Event description:
It was reported that arrhythmia occurred. The patient had a known 1st degree heart block at the start of the procedure. Vascular access was obtained via a transfemoral approach. A 27 mm lotus edge valve was implanted to treat the mildly calcified native aortic valve. Following the procedure, the patient was in heart block. The physician opted to implant a pacemaker. No patient complications were reported.